Event description:
It was reported that the customer's insulin pump was powering down despite multiple battery changes. Her blood glucose was 250mg/dl at the time of reporting. She will be sent a replacement battery cap in hopes of fixing the problem. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.